Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: primary op notes dated 25 sep 2014 were reviewed and no deviations or anomalies were identified. Revision op notes dated 16 aug 2018 were reviewed and identified aseptic loosening right tibia, cell count 78, no acute inflammation pathology. Joint fluid appeared normal, extraneous soft tissue cleared from the tibia and femur. The femoral and tibial antibiotic spacer components were easily removed with hand tools. Further dictation does not support the presence of a spacer. It appears this was an incorrect dictation referencing the poly spacer/art surface. No intraop complications identified, femur and patella left intact. Limb lengthening planned to reduce risk of instability. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref 141233, lot j3385739 tibial tray. Ref 183104, lot 042820 femur. Ref 183744, lot 806200 ps+ bearing. Ref 184764, lot 695440 patella. Ref 402283, lot 979470cement. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee revision procedure approximately four years post-implantation due to aseptic tibial loosening. The tibial components were replaced without complication. Attempts to obtain additional information have been made; however, no more is available at this time.